Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's &#62688;representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported a motor stall occurred. The patient programmer showed a motor stall error on (B)(6) 2016. The bolus could not be given. The next day, a manufacturer&#62688;representative received a call from the hcp stating the patient's pump started alarming early in the morning on (B)(6) 2016. The hcp checked the pump logs and they showed a motor stall occurred on (B)(6) 2016 and a motor stall recovery the same day. The patient was in bed when this occurred. There was no electromagnetic interference (emi) or magnetic interaction with the pump; the patient did not recently have an MRI. The patient was asymptomatic. Pump replacement consideration was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.